Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that patient presented post cataract surgery with unspecified disorder of refractive error (unexpected post op refraction) in left eye. Surgeon decided to explant and exchange the implanted zlb00 20.5 diopter intraocular lens (iol). He used vannas scissors to bisect the lens optic and the iol was easily removed without any apparent damage. The replacement lens used was same model but a greater diopter (tecnis zlb00 21.5). It was mentioned that surgeon used ophthalmic endoscope for the left eye.